Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unabe to deliver medication. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection stated, no insulin flow when priming.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unabe to deliver medication. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection stated, no insulin flow when priming.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.